Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt rec'd the surgical lead for a trial which was planned to go to permanent. The pt experienced a burning sensation down her left side after she returned home following the procedure. The physician opted to remove the trial lead two days after the implant. F/u identified the pt had experienced left sided paralysis which began after the removal of the lead. Further f/u with the physician identified the pt had improved by 80% on (B)(6) 2013.